Event description:
It was reported that the system displayed an x-ray stuck error message and would not reboot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.